Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant¿s experience of the jaws remaining closed. Engineering observed that the blade was in the forward position and blood and eschar were present in the blade channel. Based on the condition of the event unit, it is likely that the reported event was caused by eschar buildup in the blade and blade channel, resulting in the blade being stuck in the forward position, which prevented the jaws from opening. The instructions for use (IFU) states, ¿buildup of eschar can negatively affect the device¿s sealing and cutting performance¿. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation were identified.

Event description:
Procedure performed: abdominoplasty. Event description: dividing the excess skin and fat. The instrument performed well initially. After about one hour the knife got stuck at the outer part of the jaws. They tried to activate and burn potential tissue stuck behind the knife and also forcing the blade lever to come back out but nothing worked. They spent about 15 minutes trying to get it to work. Finally, they decided to open a new eb240 and proceed. It performed well and they could finish the surgery. Type of intervention: replaced the device after several attempts to get rid of the tissue stuck behind the knife. Patient status: no clinical impact to the patient.

Event description:
Procedure performed: abdominoplasty. Event description: dividing the excess skin and fat. The instrument performed well initially. After about one hour the knife got stuck at the outer part of the jaws. They tried to activate and burn potential tissue stuck behind the knife and also forcing the blade lever to come back out but nothing worked. They spent about 15 minutes trying to get it to work. Finally they decided to open a new eb240 and proceed. It performed well and they could finish the surgery. Type of intervention: replaced the device after several attempts to get rid of the tissue stuck behind the knife. Patient status: no clinical impact to the patient.

Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.